Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va10cbw, implanted: (B)(6) 2016, product type: lead. Analysis of the ipg (serial number: (B)(4)) found that it was functionally ok and there were insignificant anomalies. Analysis of the lead (lot number: va10cbw) found that stim lead body was cut through and the product was segmented. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va10cbw, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that the system kept shocking her. The healthcare provider (hcp) tried configuration changes, but the patient continued to get shocked. The system was shut off and the shocking stopped. However, a later updated noted that the patient was getting shocks and heat even with the system off. The system was explanted around (B)(6) 2016 and the issue was resolved. The hcp later reported that the cause of the shocking was not determined. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.